Event description:
A talent stent graft system was implanted in a patient for the emergent endovascular treatment of a saccular 59 mm in diameter thoracic aortic aneurysm in zone three and four. The proximal neck was 26 mm in diameter and the distal neck was 15 mm in diameter. It was reported that there was a proximal type ia endoleak post implant, modeling with a balloon was performed to address the endoleak; however, the endoleak still persisted. The physician elected to coil the endoleak. The endoleak was reduced and the physician decided to monitor. The physician stated that the relation to the stent graft is unknown. It was reported that the proximal type I endoleak resolved one month post index procedure. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (endoleak), (cause is unknown). (B)(4).

Event description:
Additional information was received for this case. The patient was initially treated for a chronic type b dissection. The aneurysm was fusiform.